Event description:
Customer reported an issue with gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of agent bench and preventive maintenance. Unit was calibrated to factory specifications.